Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Intuitive surgical, inc. (Isi) has received a device associated with the customer reported complaint, but the failure analysis investigation has not been completed. A follow-up MDR will be submitted post-failure analysis investigation, and if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, the medium-large clip applier instrument was not clipping. The procedure was completed with a backup instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no damage was found. During the procedure, the surgeon experienced misapplication issue when attempting to clamp the hem-o-lock medium-large clip on a vessel or tissue bundle. The vessel or tissue bundle was less than 10 mm. The site used two clip applier instruments alternately during the procedure, so they were unsure how many times the instrument had been used. In addition, the site confirmed that the one clip fell into the patient during use. The clip was retrieved during the same procedure and confirmed with visual inspection. Additional surgical procedure and post-operative tests were not performed. The instrument did not collide with any other instruments or other hard material. The surgeon did not notice any issues with the functionality of the instrument. Upon final removal of the instrument, the wrist was straightened, and the surgical staff did not feel any resistance upon removal of the instrument through the cannula. Both instrument and cannula had no other damage after the event occurred. The patient had not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. No known impact or patient consequence was reported.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have a bent grip and the tip did not align with the other grip. Common causes of the failure mode bent instrument grip tips are typically attributed to mishandling/misuse. Bent grips with an offset < 0.05¿ is attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments. When the tips of the instrument grips are misaligned/bent, this issue would be visually detectable. Grip bending is related to the application of torque relative to the opening of the instrument grips. High loading of the tip with the grips open can cause damage to the grips, with longer grips being more susceptible to failure. The complaint was confirmed by failure analysis.